Event description:
The customer was requesting technical support for ECG equipment malfunction at power on. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.